Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache, sore throat, etc. "Other pulmonary damage/inflammatory response and copd." No patient information was provided. No additional information can be requested at this time.